Manufacturer narrative:
(B)(4). Additional information: the device was originally manufactured in 2007. The homechoice (hc) was returned and analyzed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. No abnormalities were identified during internal/external inspections. The device passed both rite (returned instrument test evaluation) electrical and functional tests. The device was able to perform a short simulated therapy successfully. There was no evidence of overheating found on the device. A review of the device history records showed that the device had been reconditioned since its original manufacture date. Further review of the device history logs was not required. The service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported issue was not confirmed. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device emitted a burning odor upon power up. A technical service representative (tsr) initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) with the home patient (hp) until a new machine arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.